Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that their stimulator is not working and will not turn on. They mentioned that these issues started after they were in a motor vehicle accident. The patient was trying to get in contact with a manufacturing representative (rep). Communication was sent to the field. No further complications were reported or anticipated.